Event description:
Initial reporter indicated that their handheld computer was freezing on the interrogate device screen. The handheld computer contains 7.1 programming software. The handheld and programming software are the manufacturer pending completion of product analysis.